Event description:
It was reported the brakes were not functioning to specs and allegedly resulted in an unk injury to a nurse.

Manufacturer narrative:
During investigation of another complaint (1831750-2009-00494), it was reported a workman compensation claim has occurred allegedly resulting from the brakes not functioning to specs on stretcher brakes. The claim occurred in 2007, and was not reported previously. The user is unable to identify the unit involved in the incident, therefore, the device is unavailable for eval. The user facility reported a nurse was off work unable for six days and it is unk the injury or if medical intervention was required.